Event description:
Additional information was received from the initial reporter confirming the event date as 21aug2023. The reporter also confirmed that this event took place during procedure preparation. Other details were requested concerning the event and patient outcome. However, no further information was provided.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon occurred due to a defect on the printed circuit (dr) board. It is likely that the faulty power switch occurred due to incorrect handling or wear and damage caused by an increase in time and use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide correction results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch was found detached and therefore the power could not be turned on. The output socket was also found worn-out. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his olympus video system was not functioning properly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.